Manufacturer narrative:
(B)(4). Conclusion: the service technician was unable to duplicate the reported problem during testing and evaluation. The unit passed the 70.1 hours of extended bench testing. The unit passed initial final and initial alarm volume test with no abnormalities or alarm conditions. The service technician replaced the main board as a precaution for the inop conditions.

Event description:
The customer reported that the unit is having a "hw fault 20" message on the ventilator and was just serviced (B)(6) 2015. While in service, the service technician found "inop" conditions on the event trace review. This reportable issue was discovered while in service, therefore, there was no patient involvement.